Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00228-00. The date of that submission was 06-jun-2025. B3: may 2025 was the reported month and year, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there is a leak from the connection part. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The probable cause of the issue was due to insufficient solvent coverage application during assembly in tijuana.